Event description:
It was reported that the rigid video laparoscope had an image defect. The issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: charged coupled device was broken, the outer tube had a dent, and the protector of the video cable section was cut. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to the charged coupled device was broken, the pixel shift was incorrect. Additionally, for the outer tube had a dent, and the protector of the video cable section was cut, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.